Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be intact. Leak testing was performed and no leak sites were detected. No anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 225cc and experienced deflation on the left side post-operational. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 300cc, catalog number: 3503004bc, lot number: 7552107, serial number: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 6/28/2019, the mentor failure analysis lab received the device for evaluation. On 7/1/2019, mentor became aware of the product serial number. On 7/3/2019, mentor became aware of the product lot number. On 7/24/2019, mentor became aware of the product manufacturing and expiration date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).